Event description:
It was reported when the foot switch of subject device was stepped on, it sometimes did not return to the original state from the flattened state, even though the foot switch was replaced with a new one. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the findings is component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported when the foot switch of subject device was stepped on, it sometimes did not return to the original state from the flattened state, even though the foot switch was replaced with a new one. There were no reports of patient harm.